Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.omnipod insulin management system ¿ user guide:model: ust400,14421-aw rev h 01/16,living with diabetes 9 / page 107.warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider.warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported receiving a confirmed diagnosis of cellulitis after seeking medical attention from the patient's doctor. Further information could not be obtained, after several due diligence attempts made.